Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer was feeling weak and daughter called 911. Customer was hospitalized for five days with a bleeding ulcer. Customer was not wearing the insulin pump at the time of hospitalization. Customer had taken it off before the paramedics arrived because of being instructed not to use it during x ray so customer removed it and left it home. Customer believed the insulin pump is working as it is pushing insulin out. Customer will be going to the doctor to have the basal rates adjusted and will get back in contact if issues continue.